Event description:
The device was explanted due to premature battery depletion. It was reported that the device went to eri sooner than expected and depleted from eri to eol in under a month.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. Data showed a sudden drop in battery voltage to below eol. The battery was removed and the device was analyzed with a power supply and found to be normal. The original battery was sent out to the vendor for further evaluation, and no anomaly was detected. The cause for the premature battery depletion could not be determined.